Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the heater tray of the patient's liberty select cycler appeared to be melted. A new cycler was issued to the patient for the reported issue. Upon follow-up, the pd nurse confirmed that the heater tray had a melted spot which was located in the center of the tray, and was reported to be about "as big as the circumference of a softball". The pd nurse could not provide a reason or potential cause for the identified damage. The patient had not reported any issues of the cycler overheating. The pd nurse stated the patient was not connected to the cycler when they noticed the issue; however, it was unknown how long the melted spot had existed prior to the nurse seeing it. It was confirmed there was no patient injury or harm, no adverse effects were experienced, and no medical intervention was required as a result of the reported issue. It was also confirmed that the patient did not miss any pd treatments. The patient received the new cycler which is working well, and the old cycler was returned for a manufacturer evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection found no evidence of melting. However, the paint on the heater tray did show evidence of peeling from fluid exposure over time. There were no visual indications of dried fluid within the cassette compartment, and no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. A simulated treatment with reduced dwell times was performed on the cycler and passed. The cycler underwent and passed a heater/temperature test, a mushroom head check and a voltage check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b, on the baseplate behind the front panel, and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The DHR revealed physical damage to the front panel per the failure analysis floor problem report. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.